Event description:
This procedure is part of (B)(6): post-procedure on (B)(6), 2011 a tia was reported. The patient presented with aphasia, right hemineglect, left hemiparesis/hemiplegia. An MRI and CT scan assessments were done. The patient recovered without sequelae.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.